Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication was for intractable spasticity. It was reported that the patient was in the emergency room due to infectious septic type symptoms. The healthcare provider (hcp) stated that the patient was rigid in their upper extremities. The hcp performed a CT scan and found a small amount of fluid surrounding the pump. The hcp would like the pump interrogated to confirm the pump was functioning. The technical services (tss) provided contact for the national answering services (nas).

Event description:
Additional information was recieved from the company representative (rep) via the healthcare provider reporting that there was no concern of pump. Pump was replaced as medical judgment. Yes the infection/sepsis was confirmed, test results reflected signs of infection. Fluid surrounding pump was not tested and cause was not determined.

Manufacturer narrative:
B5: event description has been corrected and updated to reflect the information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# serial (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial (B)(6) , ubd: 2021-01-24, UDI (B)(4). Correction: b2 outcome attributed to adverse event: hospitalization is not applicable to this event. Imf code: f08 does not apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2,000 mcg/ml at 917.2 mcg/day via an implanted pump. It was reported there was a hole in the catheter. The patient had increased spasticity and went to emergency room on (B)(6) 2024. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. The physician stated that imaging showed signs of fluid around the pump. The patient was to undergo surgery for possible pump removal, revision, and replacement based on exploratory surgery. It was noted the catheter seemed fully intact and connected as expected. Visible hole on pump segment where connected to the pump. The pump and 8578 were replaced. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown.

Manufacturer narrative:
See h6 for codes updates: pli 10: visual inspection identified some slight damage to the septum with no leaking seen during analysis. Pli 20: visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Pli 30: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 codes have been corrected to reflect the information along with new additional information provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the company representative (rep) via the healthcare provider reporting that there was no concern of pump. Pump was replaced as medical judgment. Yes the infection/sepsis was confirmed, test results reflected signs of infection.